Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had four infusion sets in which the tubing detached at the quick release while sleeping. The patient rotated site location between right and left hip. The infusion had been in use for about a day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.